Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant. The patient's lp was observed to rotate upon fixation, indicating microdislodgement. During repositioning, the helix of the lp became stretched. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.